Event description:
Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from an osteopathic physician via a company rep regarding a (B)(6) male pt, initials unk, with a history of osteoarthritis and one prior series of synvisc injections in both knees "about a year ago." The pt received three injections of synvisc, lot# w09031 into both knees on unk dates in (B)(6) 2010 one week apart, after which he experienced pain and swelling on an unk date only in the left knee. The pt went to the emergency room on (B)(6) 2010 due to these events. The pt had 30 milliliters (ml) of fluid removed from the left knee. At the time of this report, the outcome of the pain and swelling in the left knee was resolved on an unk date in 2010. No further info was provided. The qa (quality assurance) investigation results were received on (B)(6) 2010. The production and quality control documentation for lot number w09031, expiry date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number w09031, with exp date 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.